Event description:
It was reported by the patient that every time they ride or drive a vehicle, their "heart starts defibrillating faster". The patient was advised to follow up with their physician. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 5076 non-defib lead (B)(6) 2012. (B)(4).